Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the device had slowly migration lower into the breast area from where it was originally implanted but the movement had increased over the last month. The icm had been implanted for approximately eight months. The icm remains in use. No patient complications have been reported as a result of this event.